Event description:
It was reported the device was used during an unknown procedure. It was reported the hp052 would not work regardless of which generator it was plugged into. They completed the case by using another handpiece. There was no consequence to the pt.